Event description:
It was reported that the patient had an artificial urinary sphincter (aus) removed and replaced due to urethral atrophy. Two cuffs were implanted in-between the areas of the atrophy.